Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The logs for the navigation system were reviewed by medtronic personnel. It was reported that the site merged the images prior to visually confirming the accuracy of the merge. A re-merge was then performed, which was noted to have the plan data already transformed to the incorrect locations. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A manufacturer representative reported that, while in an electrode and probe deep brain stimulation (dbs) procedure, an imprecision was observed of 15 millimeters following the generation of a burr hole and placement of the cannula. It was noted that two magnetic resonance imaging (mris) were merged. An image acquisition was performed and the plan was noted to have merged to the imprecision. It was noted that the site opted to cancel the procedure and completed it the next day with a c-arm and fluoroscopic images. It was reported that if the image acquisition was removed from the merged scans, the plan would have reverted to the original values. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.